Manufacturer narrative:
(B)(4). This complaint was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and the lot number is unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter to report that when the nurse broke the frangible of a twin bag to prime the fill line, the fluid sprayed all over and the drain line broke as well. The problem occurred during use, however there was no patient injury or medical intervention.